Manufacturer narrative:
Device received with a blank display anomaly due to battery tube power connector not fully connected into of electrical board. Unable to verify unresponsive keypad anomaly and perform functional test including self test, sleep current measurement, active current measurement and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm, they changed the battery out three times and insulin pump did not turning back on. The customer¿s blood glucose level was unknown. Troubleshooting for stuck button based on the error table it referred to that troubleshooting. Customer declined to do any further troubleshooting. Customer stated that they did not press a button down for 3 minutes or longer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.